Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4)- the dentist reported that, 3 months and 15 days after the dental implant was installed in intraoral region #4; its non- osseointegration was observed. Fifty ncm of primary stability was achieved. No further information was provided about the case.